Manufacturer narrative:
Sample was received; not device not returned.

Manufacturer narrative:
Additional information is provided for h.2 and h.6. One sample was received for evaluation. Visual inspection revealed the device was without its original packaging, inside a plastic bag in decontaminated conditions, in good physical condition. Functional testing was performed, and the reported issue was replicated. The root cause was determined to be unknown. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.(B)(6) located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported that during use, there was a leakage at the filter on the extension set. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.